Event description:
Introducer split while in pt, but was removed intact. A second introducer was noted to have widened tip. During attempt to re-advance resistance was noted. Device was removed and a small fragment was noted to be missing. No apparent injury to the pt was noted.